Event description:
It was reported that on (B)(6) 2024 the mcot monitor was plugged in and a spark was noted. The charging cord and monitor was burned. The patient reported there was no harm and no damage to the wall outlet. A placement was sent.

Manufacturer narrative:
It was reported that when the patient went to charge their c6 monitor it sparked and the monitor and monitor charging cord sparked and burned. The device was returned for investigation. Device was inspected for general physical integrity, was found to have damage at the charge port. Charging cord was also returned and has evidence of the device melt. Device was not functional to charge. No additional testing could be performed. Engineering evaluation was able to confirm the melt event. During visual inspection the charging port was visibly burnt although there is no evidence that the monitor itself was the source of the melt. Philips am&d are further investigating this component failure.